Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system pacing inhibition and pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. An x-ray revealed insulation damage to the lead located in the clavicle area. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.